Event description:
Device was explanted due to no signal following patient having an ablation/cardio version procedure. A new device was implanted. Should additional information be received, this file will be updated.